Event description:
Consumer states that her father's rollator had a slit in the seat and when he sat down on it yesterday, (B)(6) 2012, it allegedly broke in half. She stated that he did not fall to the floor and he did not get hurt. No injury alleged.

Manufacturer narrative:
(B)(6).